Manufacturer narrative:
Section d6a / d6b: added implant and explant dates the root cause of the vf/vt/af/at could not be determined as insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old female on impella cp for mechanical circulatory support. It was reported that the patient on impella cp had arrhythmia. The patient was conscious with breathing issues and impella cp running at p4 due to arrhythmia. Plans to explant and escalate to impella 5.5.